Event description:
During a follow-up in clinic, low pacing impedance was noted on the right ventricular (rv) lead. Technical support was contacted and recommended verifying lead integrity. X-ray imaging was performed and confirmed insulation damage of the rv lead. Lead revision is anticipated. The patient was stable.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed while the reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external insulation abrasion due to friction to another device or feature of the heart breaching the empty lumen in between the shock coils. The inner coil lumen was not abraded in this location. Further analysis found external insulation abrasion due to friction to another device or feature of the heart breaching the optim sheath only proximal to the superior vena cava shock coil. The silicone tubing was not abraded in this location. The cause of the reported event of insulation damage was isolated to the external insulation abrasion.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced. The patient was stable.